Event description:
Patient outcome: "good" reported.

Manufacturer narrative:
UDI #: (B)(4).

Event description:
It was reported that during a bph surgical procedure at 19,852 joules and 3:03 minutes "end firing" was noted. The fiber was exchanged and at 414,745 joules and 43:58 minutes the same problem was noted on the second fiber. The fiber was exchanged and the third fiber was used to complete the procedure at 556,711 joules and 58:04 minutes. The tip of the first fiber was cleaned during the procedure. No harm to the patient was reported. This report is for the first fiber.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.